Event description:
A falsely elevated troponin results were reported to the physicians for two pts. Pt 1: troponin results was 3.96 ng/ml pt was treated with heparin. Pt 2: troponin result was 4.04 ng/ml pt was treated with haparin. Physician questioned the values and samples were retested on an alternate analyzer. Pt 1: troponin <0.04 ng/ml, pt 2: troponin <0.04 ng/ml. Investigation by dade behring and laboratory personnel showed that falsely elevated troponin results were reported from an instrument where qc test results were running above the laboratory's established range: qc level 1 result 4.79 range: 0.2-0.8, qc level result 7.17 range: unknown to 5.74. There were no reports of adverse health consequences as a result of the falsely elevated troponin results.